Event description:
It was reported that during the placement of the second piv in the left forearm using a 20-gause accucath, the vein was access, and the integrated guidewire and catheter were advanced. The needle retracted normally; however, the guidewire initially met resistance during removal. The guidewire and catheter were ultimately removed together, and the catheter was noted to be coiled, with the guidewire tip appearing to be missing. A tourniquet was applied immediately. The patient reported no pain and remined in no distress. The first call was to md, who then consulted interventional radiology (ir). Imaging of the chest and left forearm was ordered and reviewed in real time by the ir provider. A point-of-care ultrasound was performed. Radiographic images were taken of the elbow, humerus, and chest, which did not demonstrate any foreign body present. The first-call provider and the interventional radiologist were shown the malfunctioning device alongside an unused accucath for compensation. Upon examination of the IV,, there was a less than 1mm portion of the wire that was not present. This was not visualized on the imaging; however, if it were retained, it is not likely to be clinically relevant. Ir determined that no intervention was required and cleared the removal of the tourniquet, noting that the missing wire segment was unlikely to cause harm and that retrieval would be more invasive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.